Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported that while using an oral-b triumph electric toothbrush, the oral-b brushhead, version unknown, came off in his or her mouth. The reporter thought this was due to the brush head being old and needing to be changed. The consumer reported the triumph toothbrush was about a year old. No symptoms developed.